Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. A product sample was received at the manufacturing site and it is awaiting evaluation. (B)(4).

Event description:
An ophthalmic surgeon reported that the occlusion bell sounded and then aspiration failed during the cataract procedure of an unspecified eye. The issue was resolved after rebooting the console and replacing the fluidics management system. The procedure was completed without harm to the patient. Additional information and product sample have been requested.

Manufacturer narrative:
There have been no add'l complaints reported against the finish goods lot and the device history record (DHR) review shows the product was released per specs. The returned sample was visually and functionally tested and passed testing. The root cause of the customer's complaint could not be established. The MFR internal ref number is: (B)(4).